Manufacturer narrative:
This is an addendum to document the explanted sample was returned to davol for an evaluation. The evaluation of the returned sample noted that the sample was received in two pieces. As was indicated in the explant operative report the mesh was cut apart to facilitate removal. Visual examination of the sample noted attached tissue in-growth, and areas with what appears to be bowel attached. Visual examination notes a portion of the inner recoil ring that can be seen exposed at this time where the ring had been physically cut by the doctor to facilitate removal. Evaluation found no anomalies of the mesh. No conclusions can be made as to the degree, if any to which the device may have contributed to the complications reported.

Manufacturer narrative:
The composix kugel hernia patch was dissected (cut through) to facilitate removal, and there was no confirmation of a ring fracture prior to dissection. It is unclear if there was a fracture of the ring, as the pathology report was not included in the medical records provided and although requested, the explanted device has not been returned to davol for an evaluation. No lot number for the composix kugel patch was not provided, therefore a review of the manufacturing records is not possible. The medical records indicate that the patient was treated for adhesions, recurrence and fistula, all of which are listed in the adverse reaction section of the IFU as possible complications. At this time, no conclusion can be made as to the degree to which the composix kugel patch may have caused or contributed to the patient outcome. Should additional information be provided or if the device is returned for evaluation, a supplemental MDR will be submitted. Updated fields: date of event, describe event or problem, explant date, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: it was reported that in 2007 the patient was implanted with a composix kugel hernia patch. As reported post operatively the patient was treated for a seroma which appears to have resolved. Approximately, nine years later in (B)(6) 2016 the patient was lifting something heavy and experienced a sharp pain in her abdomen. It is reported that this pain is ongoing and that an abdominal CT showed that a recurrence has not recurred. As reported an additional surgical procedure is scheduled and at that time it is expected that the mesh will be explanted. This is an addendum to the initial MDR and is submitted to document the explant of the previously implanted bard composix kugel hernia patch. The information is based on patient medical records: on (B)(6) 2016 the patient presented for an additional surgical procedure due to a several month history of severe abdominal pain and concern for a recurrent hernia. The procedure consisted of an exploratory laparotomy, extensive enterolysis, removal of the composix kugel hernia patch (#1), small bowel resection with primary anastomosis, bilateral external oblique musculofascial release, repair of recurrent incarcerated ventral incisional hernia with the implant of two mesh, debridement of skin, soft tissue and abdominal wall measuring 1344 sq. Cm and local rearrangement of trunk measuring 1344 sq. Cm. The operative report notes that " the mesh was divided in its midline using heavy scissors and on the backside of the mesh (composix kugel) there was significant adherence of omentum and small bowel. After cutting the mesh in its midline, metzenbaum scissors were used to carefully take the bowel off the underlying mesh. This was amenable to dissection until the right upper quadrant was reached and there appeared to be both a fracture of the ring or combination of protack (non bard/davol) and prolene sutures, which had either initially been placed or had eroded into the small bowel in this location." Also noted is that a 6 pack of non bard/davol adhesion barrier was placed into the intraabdominal cavity and a bard phasix st mesh (#2) was introduced into the intraabdominal cavity as an underlay and sutures were placed circumferentially around the mesh. Due to the bilateral component separation a bard phasix mesh(#3) was placed as an onlay to the cut edge of the fascia and sutured. The post operative diagnosis notes there was evidence of a developing fistula between the distal ileum and the composix kugel hernia patch (#1). On post operative day one, the patient developed abdominal compartment syndrome which required an initial, partial and subsequent full decompression and evisceration. On post operative day three, she underwent closure of the open abdomen via repair of recurrent ventral incisional hernia with two bard mesh and displacement of abdominal wall wound vac measuring approximately 600 sq. Cm. The operative report notes that the "fascial edges were quite far apart, but tension did not want to be placed on the abdominal wall. The patient did not tolerate closure." The bard phasix st mesh (#2) was salvaged by keeping it attached and folded to the right fascial edge, and a second bard phasix st mesh (#4) was sutured to it. The bard phasix mesh (#3) was still attached to the fascia on the right side and was sutured and sewn together with a second piece of bard phasix mesh (#5) to complete the onlay repair, which was tacked to the released external oblique fascia laterally. Three additional large pieces of non bard/davol adhesion barrier were placed under the bard phasix st mesh (#'s 2&4).

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. Without a lot number a review of the manufacturing records is not possible. Seroma is a known inherent risk of surgery and is listed in the adverse reaction section of the IFU as a possible complication. Follow up will be made with the surgeon following the scheduled surgical procedure. If/when additional information is provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: it was reported that in 2007 the patient was implanted with a composix kugel hernia patch. As reported post operatively the patient was treated for a seroma which appears to have resolved. Approximately, nine years later in (B)(6) 2016 the patient was lifting something heavy and experienced a sharp pain in her abdomen. It is reported that this pain is ongoing and that an abdominal CT showed that a recurrence has not recurred. As reported an additional surgical procedure is scheduled and at that time it is expected that the mesh will be explanted.

Event description:
As reported on (B)(6) 2016, the following was reported to davol: it was reported that in 2007 the patient was implanted with a composix kugel hernia patch. As reported post operatively the patient was treated for a seroma which appears to have resolved. Approximately, nine years later in july, 2016 the patient was lifting something heavy and experienced a sharp pain in her abdomen. It is reported that this pain is ongoing and that an abdominal CT showed that a recurrence has not recurred. As reported an additional surgical procedure is scheduled and at that time it is expected that the mesh will be explanted. As reported on (B)(6) 2016, this is an addendum to the initial MDR and is submitted to document the explant of the previously implanted bard composix kugel hernia patch. The information is based on patient medical records: on (B)(6) 2016 the patient presented for an additional surgical procedure due to a several month history of severe abdominal pain and concern for a recurrent hernia. The procedure consisted of an exploratory laparotomy, extensive enterolysis, removal of the composix kugel hernia patch (#1), small bowel resection with primary anastomosis, bilateral external oblique musculofascial release, repair of recurrent incarcerated ventral incisional hernia with the implant of two mesh, debridement of skin, soft tissue and abdominal wall measuring 1344 sq. Cm and local rearrangement of trunk measuring 1344 sq. Cm. The operative report notes that " the mesh was divided in its midline using heavy scissors and on the backside of the mesh (composix kugel) there was significant adherence of omentum and small bowel. After cutting the mesh in its midline, metzenbaum scissors were used to carefully take the bowel off the underlying mesh. This was amenable to dissection until the right upper quadrant was reached and there appeared to be both a fracture of the ring or combination of protack (non bard/davol) and prolene sutures, which had either initially been placed or had eroded into the small bowel in this location." Also noted is that a 6 pack of non bard/davol adhesion barrier was placed into the intraabdominal cavity and a bard phasix st mesh (#2) was introduced into the intraabdominal cavity as an underlay and sutures were placed circumferentially around the mesh. Due to the bilateral component separation a bard phasix mesh(#3) was placed as an onlay to the cut edge of the fascia and sutured. The post operative diagnosis notes there was evidence of a developing fistula between the distal ileum and the composix kugel hernia patch (#1). On post operative day one, the patient developed abdominal compartment syndrome which required an initial, partial and subsequent full decompression and evisceration. On post operative day three, she underwent closure of the open abdomen via repair of recurrent ventral incisional hernia with two bard mesh and displacement of abdominal wall wound vac measuring approximately 600 sq. Cm. The operative report notes that the "fascial edges were quite far apart, but tension did not want to be placed on the abdominal wall. The patient did not tolerate closure." The bard phasix st mesh (#2) was salvaged by keeping it attached and folded to the right fascial edge, and a second bard phasix st mesh (#4) was sutured to it. The bard phasix mesh (#3) was still attached to the fascia on the right side and was sutured and sewn together with a second piece of bard phasix mesh (#5) to complete the onlay repair, which was tacked to the released external oblique fascia laterally. Three additional large pieces of non bard/davol adhesion barrier were placed under the bard phasix st mesh (#'s 2&4). Addendum based on additional information provided by patient's attorney which included legal claim and patient outcome allegations: (B)(6) 2007: the patient underwent a procedure during which a bard/davol composix kugel hernia patch was implanted into her abdomen. (B)(6) 2016: it is alleged that the patient developed catastrophic injuries and other complications due to the implanted composix kugel mesh. These conditions required numerous surgeries, extensive hospitalization and potential future surgeries. Alleged patient outcome allegations of "severe physical injuries, including without limitation, a capsular tear in the liver, laceration in the liver, infection, several major surgeries, physical disfigurement, months with a large open wound, "insult" to the bowel, physical disfigurement and severe permanent injury".

Manufacturer narrative:
This is an addendum to the initial MDR and supplemental reports #1 and #2 to document additional information provided by the patients attorney as detailed in the legal complaint including additional general patient outcome allegations. Additional allegations of "capsular tear in the liver, laceration in the liver, infection, several major surgeries, physical disfigurement, months with a large open wound, "insult" to the bowel, physical disfigurement and severe permanent injury." Medical records through the explant procedure and hospital stay do not indicate any injury to the liver. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ in addition, the device evaluation did not indicate the alleged ring fracture, only the ring cut as indicated in the explant procedure medical records. At this time, no conclusion can be made as to the degree to which the bard/davol composix kugel may have caused or contributed to the patient's outcome. Should additional information be provided a supplemental emdr will be submitted.